Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to baseline) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor reported that a monitor was unable to complete a baseline test. Patient received 3 appropriate shocks during vf. The arrhythmias were converted to a slower rhythm. A 4th arrhythmia detection occurred and 24 seconds into the sequence a non-lifevest debrillation was delivered. The patient was in the hospital at the time of the event. As reported by the nurse, the patient was in the lifevest when they shocked the patient. The lifevest began to alarm while they were performing CPR as the patient had no heartbeat. The nurse reported that one of the nurses got shocked but is okay. As reported, the nurse did not know to move away because the monitor messages are spoken in spanish. The patient is to receive an implantable cardioverter-defibrillator. Patient is no longer wearing the lifevest.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
Patient received 3 appropriate shocks during vf. The arrhythmias were converted to a slower rhythm. A 4th arrhythmia detection occurred and 24 seconds into the sequence a non-lifevest debrillation was delivered. The patient was in the hospital at the time of the event. As reported by the nurse, the patient was in the lifevest when they shocked the patient. The lifevest began to alarm while they were performing CPR as the patient had no heartbeat. The nurse reported that one of the nurses got shocked but is okay. As reported, the nurse did not know to move away because the monitor messages are spoken in spanish. The patient is to receive an implantable cardioverter-defibrillator. Patient is no longer wearing the lifevest.